Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio pro meter had an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. Unable to follow up with the patient as the patient requested no follow up calls. The patient reported the issue began on (B)(6) 2014 at 11am. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of ¿dizzy, vision disorders and a strong desire to void¿ 4 hours after the product issue began. The patent alleged self-treatment with an insulin injection an unknown date/time after the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.